Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported lost suction during lasik flap creation.